Manufacturer narrative:
Follow-up #1 date of submission 09/13/2016-correction to serial #.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/08/2016 with the following findings: during investigation, there was evidence of moisture contamination found behind the display lens. A leak test showed a leak at the display lens. Unrelated to the complaint, investigation revealed that the audio bolus button cover was torn, however, the button responded to button presses. The pump case was removed and there was evidence of moisture contamination observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.